Event description:
Edwards received information through its implant patient registry that a 25mm aortic pericardial valve - implanted approximately eight (8) years and one (1) month - was explanted and replaced with a 23mm aortic pericardial valve. The reason for explant was not reported and remains unknown at this time.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, information regarding the 25mm aortic pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the patient, patient medical history, reason for explant and condition of the device at explant, return of the device for evaluation, or medical records have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.